Manufacturer narrative:
Concomitant medical products: alaris gh pump, alaris gp pumps and set model code 63420eb; therapy date (B)(6) 2018. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The report suggests that the customer is experiencing leakages from a crack in the female luer during the first few hours of infusion. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report of a crack in the female luer and leakage was confirmed. Visual inspection of the sample identified a vertical hairline crack on the clear female luer. Visual inspection of the purple female luer with the anti-syphon valve did not identify any cracks or other product defects. Functional testing was performed; leakage was identified from the crack on the female luer component. The root cause was not determined.